Event description:
It was reported, that a patient presented with a false eri alert on their pacemaker (pm). The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported events of incorrect measurement/diagnostic anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Review of the device image indicates auto-capture was enabled consistent with a false replacement alert noted by the field. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found normal voltage and current measurements. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.